Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to MRI with high voltage (hv) therapy turned off. Programming changes were made to restore normal parameters. The patient was stable.